Event description:
Complaint ID (B)(4).

Manufacturer narrative:
Failure description: after 14 days of ecls support with rf-32 & pediatric quadrox ID, entire circuit was changed out. New circuit, after 11 hours, the delta p rose from 10 mmhg to 90, and the oxy was changed out. After 14 more hours, delta p was again very high, and the entire circuit was changed out. This 3rd circuit has been running since friday (B)(6) with no issue. The 2 oxygenators that were changed out were flushed with water and inspected by user. They appeared to be "clogged" with cellular debris, which they attributed to the rf-32 causing trauma to blood cells. The centrifugal pump rf 32 was directly involved in the incident which occurred during patient treatment. The product was discarded and is not available for investigation. The device history record of the affected product was reviewed and no references were found, which are indicating a nonconformance of the product in question. Thus the reported failure could not be confirmed. According to the risk assessment (rotaflow centrifugal pump [rf-32] dms #1959712 v17) following causes can lead to coagulation: air entry. Rupture of rack. Particles enter circulation system. Hemolysis. High pump speed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted after new information becomes available.

Event description:
The incident occurred in the united states. It was reported that the rf-32 & pediatric quadrox ID had to be changed out during ecls support. The delta p rose from 10mmhg to 90 and the oxy was changed out. After 14 more hours delta p rose again and the circuit was changed out a second time. The third circuit runs with no issue. The 2 oxygenators that were changed out were flushed with water and inspected by user. They appeared to be "clogged" with cellular debris, which they attributed to the rf-32 causing trauma to blood cells. No harm to the patient or third person were reported. Complaint ID: (B)(4).